Event description:
It was reported that during a gynecological procedure, a scope was passed through the sheath. The sheath was split at the distal end, which caused the scope to exit the sheath through the side of the sheath. There were no adverse patient consequences reported.